Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at a device check three months after implant, the left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.